Manufacturer narrative:
Investigation in progress.

Event description:
Notification date: nov 9, 2018. The study reported one patient from the allograft and augment group who experienced bone graft resorption and medial migration of the shell and required re-revision.

Manufacturer narrative:
The study reported that two (2) patients required revision for aseptic loosening: one patient from the allograft and augment group experienced bone graft resorption and medial migration of the shell and second patient from augment only group. In conclusion, based on the investigation results, it is not suspected that the tm acetabular augment and/or tm revision shell failed to meet specifications. The investigation could not verify or identify any evidence of the tm acetabular augment and/or tm revision shell contributing to the reported deep infection or aseptic loosening. See supporting memo for (B)(4) for details. Device not returned.

Event description:
Notification date : nov 9, 2018, the study reported one patient from the allograft and augment group who experienced bone graft resorption and medial migration of the shell and required re-revision.